Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up blocking the flow, as the device was not returned this could not be confirmed.

Event description:
A physician reported the codman bactiseal catheter kit was broken or separated after patient implantation: the bactiseal catheter was initially implanted connecting to a codman certas valve via a ventricular peritoneal shunt between (B)(6) and (B)(6) 2019. The physician reported the ¿peritoneal catheter came out from the intraperitoneal.¿ the shunt valve setting was changed to 1, however cerebrospinal fluid flow could not be confirmed. The patient was taken back to the operating room on (B)(6) 2020 for a shunt revision to put the catheter back to the original position. The codman certas valve was not affected and was not revised.